Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was presumed that the phenomenon ¿a part of the light emitting diode is dark¿ occurred due to a defect of the light emitting diode. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that some of the front panel light emitting diode (led) lights were dim and defective on the high flow insufflation unit. There was no patient involvement.